Event description:
Pt reported that, in 2004, pt experienced a hypoglycemic episode. Emergency medical services were contacted. Upon their arrival, their blood glucose measured 26 mg/dl. Pt was treated with a glucose IV. Within 5 minutes, pt was talking. Pt was not transported to the hospital.